Event description:
Information received by medtronic indicated that the insulin pump was exposed of moisture. Customer stated they see fluid under the lcd. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 5.2b. Retainer ring = black. On (B)(6) 2021 customer alleged cosmetic damage/crack and moisture damage on the pump. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer ring during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, force sensor connector during visual inspection. The following were noted during visual inspection: cracked case (corner of belt clip rails) and cracked battery tube threads. The pump passed the displacement test. In summary, the pump was received with a cracked case (battery tube) and cracked battery tube threads.